Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 600 mg/dl. The customer mention that some kind of moisture inside the sealed package, looks like glue or dew. The customer states blood glucose level was 600 mg/dl and she had changed the set and it didn't work, so she changed again and mom states that she has 5 sets that look like there is damage inside the package. Customer's blood glucose value was 600 mg/dl and pump got insulin flow block alarm and then blood glucose was 400 mg/dl. Customer declined to troubleshoot for high readings. The customer was assisted with troubleshoot for insulin flow blocked alarm and customer states the insulin exited. Customer states the cannula is not bent. The insulin pump will not be returned for analysis.